Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by(B)(6) medical care north america. A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that when the patient uses island dressing, it irritates the skin, and the adhesive is so sticky that it causes little tears in the patient's skin when removing it. The patient's involvement is unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).